Event description:
It was reported that the display froze; user could not make changes. No patient health consequences have been reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
An unresponsive screen of the evita v800 was reported. The investigation of the provided logfile confirmed a temporary faulty touchscreen of the display. The deviation was obvious, deviation, the ventilation was not interrupted by that issue. It is recommended to change the ecd display bundle and test the device according to manufacturer specs. The ventilation is not affected by this issue. Field quality data are monitored and assessed by the responsible product quality board. The number of malfunctioning regarding this issue reported from the field is within accepted range. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that the display froze; user could not make changes. No patient health consequences have been reported.